Manufacturer narrative:
(B)(4). Batch #unk the complaint was received with only the upper jaw, upon visual inspection to the upper jaw seems to be damaged at the proximal side. Because, not the entire device was returned, not all functional tests could be performed. Due to the condition of the device returned we are unable to investigate the electrode ceramic separation issues. No conclusion could be reach as to what could cause the reported issue.

Event description:
It was reported tht during a robotic hysterectomy and the bottom jaw broke off outside the patient. A second instrument was used to complete the procedure with no consequence to the patient.